Event description:
It was reported that, following a procedure performed with the medical device about (B)(6) ago, there was the appearance of a "pocket" under the neck of the pt's bladder. It was suggested that a needle, during the procedure, may have caused this issue. The pt, subsequently, became very incontinent, and experienced increased voiding pressures, and worsening "instability." It was noted that the initial follow-up appointments after the procedure "were positive." No information was provided related to the pt's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).